Event description:
Revision surgery- failed hemiarthroplasty.

Manufacturer narrative:
No information provided about primary surgery. The (B)(4) sales agent and (B)(4) complaints department will continue to research this report.